Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced difficulty recharging the implantable neurostimulator (intellis pain) due to the battery position, particularly when sitting in a chair, and also encountered communication issues while attempting to connect the charging equipment to the device. Troubleshooting involved attempts to connect with the equipment, which confirmed the difficulty in establishing a connection. To address these issues, a device revision was performed in which the battery was surgically repositioned higher up the back to facilitate charging. No other changes were made and no other device issues were identified. The issue was resolved, and the patient remained alive with no injury. No patient complications have been reportedas a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.